Event description:
Attorney reported: (B)(6) 2005 - patient had an incisional hernia repair performed. Patient had a bard modified kugel patch implanted during this procedure. On (B)(6) 2008 - the bard modified kugel patch was removed. Surgery revealed a failed patch which deformed and migrated causing scarring and injury to internal organs. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. (B)(4) .